Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (104 service code) was confirmed. Upon investigation the monitor could not run detect and treat during incoming testing. The cause for the failure was isolated to an contamination on j101. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.